Event description:
It was reported that the trigger of the tps micro driver came off. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the trigger of the tps micro driver came off. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure.